Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle had a spider in the needle shield. There was no report of serious injury, blood exposure, or medical intervention

Manufacturer narrative:
Investigation: three photos were received and evaluated. The photos identify a single loose shielded safetyglide needle from batch #8143743 (p/n 305916). The needle appears to have a dark foreign body larger than level 3 in size inside the shield between the cannula and the shield close to the tip of the cannula. The fm has a shape, although it is difficult to discern what it is precisely from the single photo depicting it. Based on the size of the foreign matter, it is likely to have been already present inside the shield by the time the needles were packaged. Therefore the potential root cause is likely associated with the needle manufacturing process. A device history record review of the finished batch showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd safetyglide¿ needle had a spider in the needle shield. There was no report of serious injury, blood exposure, or medical intervention.